Event description:
Caller bought packs of lantus solostar insulin injection pen. On saturday (B)(6) 2016 she tried to use the pen but two of them jammed and she was not able to use it to deliver her insulin.